Event description:
It was reported that the insulin gauge was inaccurate. Customer declined troubleshooting but stated the issue had been resolved. Customer¿s blood glucose level was not impacted.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.